Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist, analysis of product measures and the evaluation of relevant production records.

Event description:
(B)(4). The dentist reported that he performed the dental implant removal during its installation surgery, but did not provide further information about the case.